Event description:
A customer returned a pediatric extension set for sample evaluation. During sample evaluation, a no flow was observed due to a foreign part being inserted into the luer. It is unknown when the condition occurred. It is unknown if there was patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Three actual samples were returned for evaluation. A visual inspection was performed and revealed that two of the sets had a foreign part being inserted into the distal luer. A functional test was performed on all three of the sets. The two sets which had foreign material in the luer did not pass the clear passage test. The one without the foreign material was connected to an extension set with solution. The set was primed and allowed the solution to flow. The reported condition was not confirmed in that set. The reported condition was confirmed in the two luers with foreign material. The root cause was not determined.